Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. A calcified leision in the right coronary artery was pre-dilated using a 2.5x12mm quantum maverick balloon. The physician attempted to cross the lesion with a 2.75x12mm taxus express2 drug eluting stent when it was noticed that the stent strut was flared. The procedure was completed successfully with another taxus stent. No pt complications were reported.